Event description:
It was reported that the trial patient had 2 wires present for her trial for bladder and bowel incontinence that had been started on (B)(6) 2013, three days prior to the report. It was stated the patient had started trial with the right side and felt pressure. She was then instructed to change to the left side and did so on (B)(6) 2013. In the middle of the night that night, the patient caught the wire on a gate and it pulled all the way out. The patient stated she was not getting any symptom relief and was ¿peeing all over herself.¿ she then went back to the right side where she had it turned up to 10 and noted that she was feeling stimulation and thought there was a small improvement. It was noted that the patient was scheduled on (B)(6) 2013 to have the product removed. The patient stated that since she began the trial on (B)(6) 2013, her back pain had increased. She found it difficult to walk and had been requiring pain medication. Additional information received four days later reported the patient had her wires removed and was awaiting implantation. It was noted that the patient had great results before the wire pulled out.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead. (B)(4).